Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed no drastic voltage fluctuations or warnings/alarms related to a battery life issue. During a visual inspection of the pump, no damage was observed to the battery compartment or returned battery cap. There was no evidence of moisture observed in the battery compartment. During testing, the pump¿s sleep current draw was found to be elevated. The pump case was removed and no evidence of moisture ingress or damage was found inside the pump. The cgm module flex was found to be disconnected from the pcb; the pump¿s ¿sleep¿ current draw returned to specifications. A test cgm module was connected to the pump and current draws remained within specifications. High current draw was confirmed due to the defective cgm circuit.